Event description:
Healthcare professional (hcp) reported a blood leak on a CT 190g dialyzer. The blood leak occurred in 2001, on a preporocessed use #1 dialyzer. A positive hemastix result confirmed the blood leak. The pt experienced approximately a 300 cc blood loss. A new dialyzer and blood lines were set-up and the treatment continued without further incident. There was no patient injury or medical intervention reported by the hcp.